Event description:
As reported via legal documentation, a patient underwent their first right knee revision on (B)(6) 2021. They subsequently underwent a second right knee revision on (B)(6) 2023, approximately 1 year 7 months later. The re-revision surgery took over five hours and required placement of cones as well as placement of a metal wire in their femur. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-06-0320 - logic cc femoral size 2, right 6744463. 02-012-60-1480 - logic stem ext 14mm x 80mm 5616095.

Manufacturer narrative:
H10. Updated / additional information - d4 (model # and lot # - na), g1, g3, g6, h2 h6. Investigation results - the reason for the revision cannot be confirmed from the provided information but may be the result of prosthesis wear, loosening, patient-related conditions, and/or the sizing mismatch between the tibial insert and femoral component. However, the failure mode and potential contributing factors to the revision cannot be confirmed as the devices were not available for evaluation and no relevant clinical information was provided at the time of evaluation. These devices are used for treatments, not diagnosis. There is no other information available.